Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the rasp handle broke during use. It was reported that broken pieces fell into the patient, but that all pieces were retrieved. There was no report of a delay in surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow up report is being filed to relay corrections, additional information, and product evaluation results. (B)(4). The instrument was returned for investigation. Visual inspection reveals that the inserter had evidence of wear and tear, suggesting extensive use. Lateral strike marks were noted below the strike plate, on the body and lever, indicating misuse of the device. The linkage arm fractured near the linkage pin that actuates the cam. The handle will no longer function as intended. Dimensional analysis showed that the device conforms to print specifications where measured. Scanning electron microscope fractography analysis was performed on the linkage arm fragment fracture surface. Striations, ratchet marks, and beach marks were observed, which are characteristic of fatigue fracture. The spacing of the striations suggest this is a low cycle, high stress fatigue fracture. Energy dispersive spectroscopy semi-quantitative elemental analysis of the fractured surface was consistent with the material characteristics of this device. Device field age is approximately 2 years and 11 months based on manufacturing date. The frequency of use of this instrument is unknown. Inspection documentation shows that the devices that were inspected met specifications. The reported device is used for treatment. Complaint history search revealed no additional complaints for the part and lot combination. Based on review of the device and fractography results, the likely root cause for the component failure is a fatigue fracture. A specific root cause for the fatigue could not be determined with the information provided.